Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was found within specification and the customer reported issue 'downstream occlusion' could not be reproduced during evaluation. The reported condition was not verified. Evaluation found the pump passed downstream occlusion testing and the tubing was within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.